Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was unconscious due to high blood glucose and ketoacidosis. Customer stated that she was taken to the emergency room and was hospitalized. The blood glucose reading was over 900 mg/dl. Customer stated that his insulin pump was not delivering correctly and it had partial display. Nothing further was reported.